Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified black and green mold, a fold crease, wear abrasion, and clear fluids inside the device. A leak test was performed, and no leakage was found. A microscopic analysis was performed which identified no openings on the device. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process, and no openings found on the device.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.